Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose at the level of 51 mg/dl. Customer was treated with glucose and carb intake. Troubleshooting was performed. Device is not expected to be returned for analysis.